Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of - 8.5/2.0/94 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. The cause is reported as unknown.

Manufacturer narrative:
(B)(4).